Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating this incident, it was determined that all orders and patient information were not crossing due to a tunnel issue with an interface. The technical support specialist confirmed the issue was resolved by the hospital information technology team. The system functioned as intended after the hospital information technology team resolved the issue.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es all orders and patient were not crossing. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.